Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased impedances, oversensing, pacing inhibition which lead to asystole and syncope. As a result the lead was surgically abandoned and successfully replaced.